Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the user was unable to add override template after upgrade. A technical support specialist connected to the server and confirmed that override groups were no longer visible under device settings, verified through the applicable knowledge article (ka) that the override groups had been recently removed and subsequently readded them using knowledge article "unable to reassign override group to a device" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to add override template after upgrade. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.